Event description:
It was reported via repair work order that the retaining post was loose, which may prevent the cot from locking into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.